Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was identified. The 3.0x32 mm taxus express2 drug eluting stent was pulled out of the hoop and one of the edges was protuding. There was no patient involvement. The procedure was complete with another taxus stent. No patient complications were reported.